Manufacturer narrative:
Device not returned.

Event description:
It was reported that the right ventricular lead exhibited noise and low impedance. Patient was asymptomatic. The lead was explanted and replaced. The patient¿s condition was good prior, during and post procedure.